Event description:
This is a report of a patient who experienced a connection issue resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Prior to therapy, the patient¿s minicap fell off of the transfer set exposing the device to possible contamination. The patient later developed peritonitis manifested by abdominal pain and cloudy effluent. The patient was not hospitalized but was treated with unspecified antibiotics for the event. The patient eventually recovered from the peritonitis. No additional information is available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. As the device was not returned, a complete device analysis cannot be completed. A batch review was conducted for potentially associated lot numbers h13a04047, h13e31025, and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a connection issue that resulted in peritonitis. The cause of the connection issues could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.